Event description:
The customer reported falsely depressed sodium (na) results for 4 patients while running on the architect c4000 processing module. The customer was able to provide 2 examples of data for the issue (customer¿s reference range: 134 ¿ 143 mmol/l): example #1 initial na result = 102, 103 mmol/l / repeat na result = 138, 137 mmol/l. Example #2 initial na result = 115 mmol/l / repeat na result = 138 mmol/l there was no impact to patient management reported. No specific patient information was provided.

Manufacturer narrative:
The customer inspected the module and noticed leaking from the cuvette wash nozzles while performing a troubleshooting procedure on the architect c4000 analyzer. Service was dispatched. Service inspected the analyzer, determined the nozzle, c4, #2, #3 (rohs) (7-205229-01) was the likely cause and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed and no trends were identified for the product for the issue. Device history record was reviewed and no nonconformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.